Event description:
The customer reported that at the end of the procedure, this ablator started to operate on its own, and sparked while laying on the mayo stand. There was no injury or surgical delay resulting from this event, and the surgical procedure was completed successfully.

Manufacturer narrative:
Investigation findings: conmed linvatec received this device for evaluation, and was unable to duplicate the reported problem. Further investigation found the coag button functional and the cut button non-functional. Upon disassembly, salt-like deposits were found inside the unit under the dome switches and on the pc board, which indicated a leak. A supplier corrective action has been initiated. A leak test is performed on all production units prior to packaging and a change in cleaning process has been implemented for this device prior to bonding. This failure mode remains under investigation, and conmed linvatec continues to monitor this product for failures.